Manufacturer narrative:
A ge rep evaluated the system and reloaded software. System operates as intended . (B) (4).

Event description:
The customer reported the system displayed an error code and shut down during a case. No pt injury was reported.